Event description:
The customer reported that there was a nickel size tear in the netting. The damage was observed during the set-up. Eval of the returned product found a window slider body that was open.

Manufacturer narrative:
The product was returned for eval. Inspection found three 2 inch holes on the mattress envelope on the front panel side. There was a one inch hole in the mattress envelope on the back panel side. There was an open zipper slider body on the back window. On panel sides a and b, the elastic was ripped on the left leg bottom cap. On window side a, there was a one inch hole in the mesh/netting. (B)(4).